Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a vtun failed during use on a patient. The events were described as follows; patient had catheter placed on (B)(6) 2015. The patient displayed (icp) intracranial pressure in the low 20's. The nurses identified a catheter failure message (abrupt failure to display icp) on the cam02 status bar and attempted to troubleshoot with no success. The nature of the malfunction(s) camino alarm went off for high icp's and after about 10 seconds a low beep alarm sounded followed with blank screen with "catheter failure" message displayed. This happened after the patient was repositioned after a procedure. Icp level was never recovered despite efforts to troubleshoot with the sales rep's assistance. The length of time in use before the event(s) occurred 3 days. The event did not result in patient injury. A revision was not required and another catheter was no replaced but, was left in place for draining csf (cerebrospinal fluid). The catheter was removed on (B)(6) 2015.